Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012178222); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was a high risk case with a society of thoracic surgeons (sts) score of over 40 and circumferential calcification in almost all of the access vessels. Cut down was performed above the femoral head due to calcification also at the puncture site. Due to difficulty in inserting the guidewire (dry seal), it was replaced with another non-medtronic guidewire (lunderquist). A pre-dilation was performed using a trival 20mm balloon. The delivery catheter system (dcs) had some resistance, but passed without any problems. On the first deployment attempt, the valve was recaptured as the non-coronary cusp (ncc) side was slightly deeper. During the second deployment attempt, the ncc side was within the septal membrane but it was disconnected from the annulus during the confirmation using left anterior oblique (lao) view. During the third deployment attempt, both sides were at about 2mm. No problems were observed, and the valve was fully released. No changes in position were observed after placement, but the patient's intrinsic rhythm did not return. Mild-moderate paravalvular leak (pvl) was observed with a diastolic pressure of around 30mmhg, therefore a post-dilation was performed with a 22mm balloon. The diastolic pressure did not change, but pvl decreased so the procedure was completed. The patient's intrinsic rhythm did not return even after some time had passed after implant, and a complete heart block was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was a high risk case with a society of thoracic surgeons (sts) score of over 40 and circumferential calcification in almost all of the access vessels. Cut down was performed above the femoral head due to calcification also at the puncture site. Due to difficulty in inserting the guidewire (dry seal), it was replaced with another non-medtronic guidewire (lunderquist). A pre-dilation was performed using a trival 20mm balloon. The delivery catheter system (dcs) had some resistance, but passed without any problems. On the first deployment attempt, the valve was recaptured as the non-coronary cusp (ncc) side was slightly deeper. During the second deployment attempt, the ncc side was within the septal membrane but it was disconnected from the annulus during the confirmation using left anterior oblique (lao) view. During the third deployment attempt, both sides were at about 2mm. No problems were observed, and the valve was fully released. No changes in position were observed after placement, but the patient's intrinsic rhythm did not return. Mild-moderate paravalvular leak (pvl) was observed with a diastolic pressure of around 30mmhg, therefore a post-dilation was performed with a 22mm balloon. The diastolic pressure did not change, but pvl decreased so the procedure was completed. The patient's intrinsic rhythm did not return even after some time had passed after implant, and a complete heart block was confirmed. No additional adverse patient effects were reported. Additional information was received that the patient's intrinsic rhythm returned following the valve implant procedure, and a permanent pacemaker was not implanted. Additional information was received to report the same day as the valve implant procedure, the patient experienced a peripheral vascular thromboembolism. No treatment or symptom was reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's intrinsic rhythm returned following the valve implant procedure, and a permanent pacemaker was not implanted.